Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the cartridge compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission: 11/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2016 with the following findings: during investigation, the cartridge compartment was chipped and cracked. A test cartridge cap was used but was unable to be tightened to the pump. Unrelated to the original complaint, a cover crack was found between the corner of the lens and the case seal. Additionally, the battery compartment was cracked from the top to the cover. The battery cap threads were stripped. The test cap was unable to be tightened to the test pump and a test cap had to be used for all steps.